Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an illegal address power on reset (por) on (B)(6)-2013.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the device had an abnormal remaining longevity estimate with the indicator showing a remaining longevity of five months, despite the device having been implanted for only two and half months. A device interrogation was done and it determined the device had a power on reset. Diagnostic testing and troubleshooting were performed and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.